Event description:
Handpiece primed prior to procedure without incident. When handpiece tested for 10 seconds prior to procedure, no sound heard, no oscillating in handpiece, error message said "check handpiece." All connection and cassette checked, no issues found but unable to make handpiece work.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - customer stated unit would not cut. Found damage to electrical connector alignment key suggesting unit was installed improperly. Unit primed and functioned once installed correctly. Attribute failure to customer misuse/training issue. The DHR for lot 15413-03 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 15413-03. There were (B)(4) reported unit failures from this lot. Lot 15413-03 has a failure rate of (B)(4).